Manufacturer narrative:
(B)(4).

Event description:
Parent reported signal loss over 1 hour.

Manufacturer narrative:
B5: describe event or problem ¿ supp correction. G3: date received by manufacturer. G6: report type ¿ updated/follow-up. H2: correction. H10: corrected data.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.